Event description:
The hospital reported that "the package was not sealed, the device was not sterile". The hospital reported no patient injury, as the issue occurred during preparation. Additional information revealed that the issue was noted when opening the package, that another unit of the same lot number was used without issue and that the device inside the pouch was not damaged.

Manufacturer narrative:
The device in question was returned to the manufacturer for evaluation. A device history record (DHR) review and an initial condition exam were performed as part of the device evaluation. The DHR review showed that sealer settings used to seal the packages were acceptable at the time of manufacture. The device was returned within the unsealed pouch, containing all components and showing no evidence of being used. Based on the above facts and findings, the user's complaint was confirmed. Boston scientific has determined that this unit was released from manufacturing without a proper seal on the pouch. A corrective action plan was initiated to address this issue. If further significant information is found, a supplemental report will follow.